Event description:
It was reported that a pocket revision would soon be done due to the device "migrating downwards." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).